Manufacturer narrative:
(B)(4).

Event description:
At the initial implant procedure, the 23 mm regent heart valve would not open properly per report. The surgeon attempted to rotate the valve within the aorta to improve leaflet mobility, but there was no improvement. The physician believed that the issue was due to tissue and pledged suture material which obstructed leaflet functionality. When removing the device, the patient sustained a ventricular tear that was surgically repaired. A 23 mm epic supra tissue valve was used to complete the procedure. .

Manufacturer narrative:
An event of rotational difficulties was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.